Event description:
During a procedure of a trans rectal ultrasound prostate biopsy that occurred in 2006, difficulty occurred when the physician positioned the needle at the prostate and fired the needle successfully into the prostate, but the second firing mechanism failed to fire, and therefore,secure the biopsy sample inside it's sheath. Because of this the sheath did not fire, and the exposed biopsy needle became caught on the prostate tissue. The physician attempted to maneuver the needle free, but was forced to "tear" the needle free of the prostate tissue. The patient suffered additional bleeding to what is normally expected during this procedure. The patient is in satisfactory condition. This procedure was completed with another with same device.

Manufacturer narrative:
The device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine if the device met it's specifications. Should further relevant details become available: a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.